Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what is the sensitivity set to? All different settings but started with run time and flow rate in the middle. Was the direct connect cable or rf sensor use? Direct connect. Was the sensitivity adjusted? Multiple bovie machine settings were adjusted. What was the power setting on the generator? The power button was on.

Event description:
It was reported that serial number (B)(4) is running whenever it is powered on in open mode anytime the esu is connected.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Investigation summary per service manual operational and diagnostic analysis did not confirm the reported continuous activation. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4), date sent: 6/24/2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the mese1 powered on before the generator was powered on?

Manufacturer narrative:
(B)(4). Date sent: 7/21/2022. Additional information was requested, and the following was obtained: the esu was powered on fully before the mese1 smoke evac was ever turned on for every unit.